Event description:
Patient was undergoing spinal surgery; neurosponge count was incorrect; surgeon did not see sponge in incision - xray taken to verify; sponge was found on drape; surgeon wanted to make sure sponge could be seen on xray; another neurosponge was placed in the incision and xray performed; neurosponge could not be seen on xray; same scenario repeated with another patient; sponge was difficult to see on xray. FDA safety report ID# (B)(4).